Event description:
It was reported that during a da vinci-assisted inguinal hernia ¿ bilateral surgical procedure, a piece on the jaw of the harmonic ace instrument started to melt. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have the teflon pad lifted from the clamp arm and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.